Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Slow nst recording from (B)(6) 2024 transmitted to home monitoring shows noise on the far-field channel and variable underlying morphology. Most recent. Lead to be evaluated in office with postural testing and isometrics. Should additional information be received, this file will be updated.